Manufacturer narrative:
Other, other text: device evaluation- one used device was returned for evaluation. The device was given delivery accuracy testing; the device passed delivery testing. The device was found to meet with specifications. The reported issue was not confirmed during testing.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd cassette reservoirs - flow stop had under delivery of medical fluid was observed. The customer noticed there was a discrepancy between the indicated value and the actually remaining amount. No patient injury.